Event description:
The customer initially contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during use during the previous therapy. The home patient (hp) stated that he had experienced a low drain alarm the previous night at "load the set." The hp stated that he is going to press go to start in the initial drain. The baxter technical service representative (tsr) explained that the next part of setup was self testing and that the machine was not even primed yet. The hp has already connected. The tsr advised the hp to setup with new supplies and not connect until it says connect yourself and then call back if he gets the alarm in the initial drain. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This is a report of user error. The patient was connected at the 'load the set' stage of therapy set up which is before the 'connect yourself' stage. This report cannot be confirmed in the lab due to a lack of sample. The cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.